Manufacturer narrative:
The investigation for the pump stop has been completed. The pump and the data logs were returned for evaluation. The field data log was reviewed and pump stop revolutions per minute (rpm) deviations alarm was confirmed at the end of the run. The returned pump was visually inspected and biomaterial was observed on the motor housing. The pump was activated in a basin of water and an immediate pump stop alarm 115 rpm deviations was reproduced. Electrical resistances were measured and an open line was confirmed. The red handle was opened and a damaged was confirmed. The cause of the pump stop was an open electrical line from excessive force. The instructions for use as it relates to pump stop states the following: "if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 45yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 that had been used beyond its indicated use/duration, experienced a pump stop. Troubleshooting was attempted by replacing the console but the decision was made to explant. Upon explant on day 17, a thrombus was noted in the left ventricle. Patient had been on anticoagulation with therapeutic labs for a few days. There was no patient harm reported.